Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a severely calcified proximal left anterior descending artery that had a 90 degree turn at the point of the lesion. The lesion was pre-dilated with a maverick balloon. As the 2.25x12mm taxus express2 atom drug eluting stent was being advanced through the lesion, the physician encountered resistance and noticed that the stent was dislodged from the balloon. The physician used a quantum maverick balloon to deliver multiple high pressure inflations to crush the stent into the intima of the lesion. The procedure was completed with balloon angioplasty. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.